Event description:
The following has been reported: biomed reported: '"pump problems". Cleaned. Unable to run test infusion due to errors. Patient status unknown'. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve actuation failure. Device displayed a red pump service alarm after powering on. Log files were reviewed and found multiple air compressor failures. The device was opened to inspect for internal damage and run tests on the pneumatic system. No internal damage was identified. The device failed to pass recharge testing, indicating an air compressor failure. The installed air compressor was swapped out with a new one to confirm that no additional pneumatic issues are present. The device passed pneumatic testing without failure. The original air compressor was placed back into the device and a new one will be installed during the repair process.